Event description:
Additional information received reported that the impedance test was normal. It was noted that there were no malfunctions with the system. It was noted that the patient was being referred for a battery revision to move the pocket. It was noted that the patient was ¿doing the same¿ and the stimulation was functioning appropriately.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37743, (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the recharger would not connect to the implantable neurostimulator (ins). This was noticed a few days prior to the report. An ins overdischarge was suspected. Health issues were primary reason for the overdischarge. The patient had a major surgery a few months prior to the report and they had not recharged since. The last time any stimulation was felt was 2 to 6 months prior to the report. It was noted that they ¿thought the stimulation turned off by itself.¿ it was unknown when this occurred. The patient had not tried using the stimulation in a couple of months. The last successful recharging session was 2 to 6 months prior to the report. This was prior to the patient¿s surgery. The patient programmer was also unable to connect.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced intermittent pain in her back, side, and sometimes her ¿front area.¿ it was noted that the pain also occurred when the stimulation was off. The patient reported the symptoms usually occurred when she had been doing dishes or loading/unloading the dishwasher for 5-10 minutes with bending or stretching. The patient also noted that sometimes it feels like the ins shifts and that it was sticking out from her body, but it did not get caught on anything. There was no body trauma and the patient had not lost weight. The patient stated that she was lying on the bed and it hurt at the implantable neurostimulator (ins) site ¿more than the spinal surgery she has had.¿ additional information was requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had 3 major surgeries 3 years ago that were unrelated to the device. It was stated when the patient moves the device pulls and tugs and it had been that way for 3 years. The patient stated their ins died during all the procedures from 3 years ago. The patient stated it died because it wasn¿t charged. The patient was unsure if the device was attempted to be brought out of over discharge. The patient mentioned they wanted the ins removed. No further complications were reported.

Event description:
Additional information received reported that the patient's pocket was very tender. It was noted that the patient was going to see the physician to discuss this. Additional information received reported that the patient complained of burning around the battery site when the stimulation was on and off. It was noted that the manufacturing representative would interrogate the battery and check the impedance on (B)(6)-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that during the time the patient had surgeries in (B)(6) 2014 the ins battery died and can't be recharged. The patient wants the ins removed because she is in so much pain. The patient thinks the ins is embedded in scar tissue and when she moves around or twists it is painful at the ins site and it makes it difficult to get dressed. The patient indicated her managing hcp gave her steroid injection in the spine and also burned her nerve endings but it didn't give her more than 2-3 days of relief from the pain and she thinks that there isn't anything else he can do for her. No further complications were reported.